Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing, the balloon was not inflating. The tube was being prepared for a newborn baby when the failure was discovered. The event did not affect patient care. No injury or adverse effects.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one sample was returned. During the visual inspection, no issues were found. Based on the analysis performed on the sample provided, no root cause could be determined since the complaint was not confirmed. The samples provided do not show the failure mode reported. The units work as expected and no failure was identified. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. This issue will continue to be monitored and further actions taken accordingly.